Event description:
The customer alleged that the vent stopped cyling while in patient use. No patient harm reported. The nellcor puritan bennett customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing.